Event description:
It was reported that the patient underwent a posterior spinal procedure at l4, l5, and s1. It was reported that the extender splayed and released from the screw head prematurely. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Visual and optical examination of complaint return instrument confirms one side of the proximal tip is bent and cracked. No issues with opening or closing the instrument multiple times with and without sample mas. The above observations are consistent with bend stress overload.